Event description:
Surgeon felt that the patella was too "thick" for a "low-profile" implant, so it was not used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.